Event description:
On (B)(6) 2012, a physician's office reported that this vns patient was admitted to the hospital, had been in status epilepticus, and needed vns battery replacement. Clinic notes were received on (B)(6) 2012 for (B)(6) 2012 through (B)(6) 2012. These notes indicated increased seizure duration, increased seizure intensity, and increased seizure frequency. The notes also contained ''"date noted"''; for aspiration pneumonia ((B)(6) 2011), respiratory distress ((B)(6) 2011), respiratory syncytial virus pneumonia (rsv) ((B)(6) 2011), and chronic pulmonary aspiration ((B)(6) 2012). Notes dated (B)(6) 2012 state that the patient's mother reported that the patient occasionally has a few ''smaller'' seizures, but no big seizures. However, for the past three days (beginning (B)(6) 2012), the patient began crying with both arms flexed and stiff with bilateral fisting. These episodes last up to 30 minutes. The patient ceased crying when the mother was present, but began crying again when the mother left. The physician's impressions of the patient indicated that over the past one to two months there has been an increase in seizures again with eyes rolling, stiffening, and respiratory irregularities. The notes also reported that another physician reported that the patient has had several episodes of longer seizures for the past several weeks (approximately (B)(6) 2012). Notes dated (B)(6) 2012 state that the patient's device was interrogated for the first time since (B)(6) 2011. The patient's vns settings indicated that the device was disabled due to end of service. No stimulation was being provided as the normal mode and magnet mode output currents were found to be 0 ma. The device was programmed to a normal mode output current of 0.25 ma (magnet mode 0.50 ma), and it was stated that the patient is having increased seizures due to the vns battery dying. Consult for replacement surgery was recommended. Notes dated (B)(6) 2012 indicated that the patient had recurrent respiratory infections; however, at this time, there were no features of an active infection or aspiration. Notes dated (B)(6) 2012 stated that the patient's device was disabled due to it being problematic. Follow up with the physician's office on (B)(6) 2012 revealed that the statement regarding the generator being ""problematic""; was a reference to the generator at end of service. The physician's office stated that the patient's reported increase in seizure duration was an increase in the actual seizure time. They were unable to state the relationship of the increased seizure duration and increased seizure intensity to vns because medication changes and the loss of therapy due to end of service were simultaneous. No details were available regarding the increased seizure intensity: it was only stated that the patient's eeg was worse. No interventions have been planned. When asked about the respiratory difficulties, pneumonia, and aspiration, it was stated that this was the patient's baseline and that these issues remained unchanged with relation to vns. Vns replacement surgery is likely but has not taken place to date.